Manufacturer narrative:
(B)(4). Eval method: follow-up with company representative.

Event description:
In an article titled "o-arm guided balloon kyphoplasty: prospective monocenter case series of 54 consecutive patients", 54 consecutive patients with 76 vertebral compression fractures were treated by balloon kyphoplasties using the o-arm complete multidimensional surgical imaging system between february and (B)(6) 2009. Thirty seven patients were treated with one level, 12 patients with two levels, 5 patients with three levels, with 52% at the lumbar level l1-l5 and 48% at the thoracic level t5-t12. The following was reported: there was an asymptomatic leak in 9 cases (17%). It was noted that no complications occurred during the procedures, no procedures had to be aborted because of inadequate image visualization and no re-interventions were required. All patients were ambulatory at post-procedure day one. No further information was reported.